Event description:
Uncontrolled intraocular pressure 2 weeks post-op.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device was unavailable for evaluation as it remains implanted at the time of report, therefore no device deficiencies could be confirmed. An addendum will be filed with updated information if the unit is returned to nwm for evaluation. Patient condition may have contributed to the event as stated by the initial reporter, "the patient was at risk of [high iop] as he is a high myope and had high pre-op iop, both of which have been shown to be risk factors for the 'hypertensive phase'."